Manufacturer narrative:
The lens was returned in a plastic bag. Viscoelastic was dried on the lens. One haptic was broken/cut in the gusset area. The broken haptic was returned. The optic was cut into pieces, typical of damage created to facilitate removal from the eye. Only one half of the optic with the attached haptic was returned. This optic portion has small cracked and split damage near the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge with a non-qualified handpiece and two non-qualified viscoelastics. The root cause cannot be determined for the reported complaint. A facility representative reported an explanted iol with patient reason "double vision especially looking at lights". The clinical reason was indicated as "subluxation of lens". Only portions of the explanted lens was returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company lens (1.50 cyl.) 20.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a company lens 21.5 diopter (add power +2.2/+3.2 diopter) lens. This information of an exchange from a multifocal toric to a multifocal non-toric lens would reasonably suggest that the replacement lens model was an improved selection for this patient's vision needs. Multiple follow up attempts were made for more information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced double vision especially looking at lights, subluxation of lens, explanted iol and replaced with 215 monofocal lens model. Additional information has been received and stated that the patient has double or triple vision especially looking at lights. In the surgeon¿s opinion a quality issue with the iol cause or contributed to the event and surgeon¿s prognosis was good. The patient¿s issues were resolved.